Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that there was condensation in the cartridge compartment of her infusion device and air bubble in the insulin cartridge. She changed her cartridge on (B)(6) 2013 and primed out the air bubbles, but on (B)(6) 2013 the air bubble reappeared. She stated the condensation is coming from insulin leaking into the cartridge compartment. She was not certain where the insulin was leaking from. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation. The insulin cartridge and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The used cartridge was visually inspected; leak tested and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition the glide force test results were in accordance with the specifications.